Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an unknown procedure on (B)(6) 2019, a synream reamer head broke inside the patient¿s medullary canal while the surgeon was reaming a tibial nail. Multiple fragments of the synream reamer head remain in the patient¿s medullary canal and no attempt was made to remove them as it would cause too much damage to the tibia. The procedure was successfully completed with no surgical delay reported. There was no patient consequence. Concomitant devices: tibial nail (part: unknown, lot: unknown, quantity: 1). This report is for an 8.5mm medullary reamer head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 352.085, lot: 28354, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 22. May 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at us customer quality revealed the reamer head broke at the internal grove feature, about 8mm from the proximal end. The break was overall transverse and the edge was somewhat jagged. No material abnormalities were noted to the fracture surface. The distal cutting portion of the broken device was returned. Material proximal to the break was not returned. No other damage was noted on the returned device. Document/specification review: relevant design drawings were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the inner diameter just distal to the break measured and the outer diameter just distal to the break measured and both found to be within specifications per relevant drawings. Material analysis: the material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: there were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The risk documentation was found to adequately address the complaint condition. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that there were two (2) or three (3) pieces of the synream reamer head visible in the proximal tibia. In all about 50% of the synream reamer head broke inside the patient's medullary canal and the rest was retrieved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.